Event description:
Device 2 of 3. Reference MFR report: 1627487-2012-11295 and 1627487-2012-11297. It was reported the pt had been referred to another physician for placement of a surgical lead. It was discovered by the new physician the peripheral lead (off-label use) was eroding through the skin. The pt was sent back to the implanting physician. The implanting physician explanted the peripheral lead and also the cervical lead due to the infection. It was undetermined which two leads were explanted, so all possible leads are reported.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.